Event description:
New information received notes that the patient presented in hospital for a lead revision. An attempt to implant a new lead was unsuccessful due to patient anatomy. Therefore, the device was reprogrammed.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert for high, out of range, pacing lead impedance. Review of trends show the pacing lead impedance has been increasing over the past three months and capture threshold has increased. No noise was present during provocation. Lead revision is planned. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.